Event description:
It was reported that the bd maxplus needleless connector experienced leakage. The following information was provided by the initial reporter: the patient was admitted to the hospital due to postoperative chemotherapy for metachronous liver metastases from rectal cancer. A needleless connector was used, and there was leakage from the spiral port. The patient was not injured.

Manufacturer narrative:
Investigation summary: an mp1000 china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21055002. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21055002 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxplus component in the past 12 months.